Manufacturer narrative:
Investigation results: the ipg was received for analysis, and it exhibited normal device characteristics during both visual and functional examination. The current leakage test has verified that there is no loss of electric current, the output monitoring showed that the stimulation remained on without any interruption, and the residual gas analysis confirmed that the case is intact. Device history record it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: the reported event that the patient experienced shocking sensations and immediate pain after walking through a security screening system and intermittent loss of stimulation could not be confirmed. The labeling indicates that electromagnetic interference from security systems may temporarily affect stimulation or communication, which is recognized as a potential risk associated with using an implanted pulse generator in a spinal cord stimulation system. However, no manufacturing anomalies were found, and the ipg displayed normal characteristics during both visual and functional examinations. All electrical and functional testing confirmed that there was no loss of electric current, stimulation interruption, or any other anomalies related to the reported events. Based on a thorough review of the reported complaint. Boston scientific has assigned an investigation conclusion code of no problem detected. Additionally, the allegation that the patient experienced difficulty maintaining charge of the ipg and received error messages on the remote control has been confirmed. Although functional testing of the returned ipg did not reveal any device anomalies, a review of the device data logs indicated that the user may not have followed the recommended charging instructions. If the ipg is not charged properly, it may not communicate with the remote control, leading to a connection error on the remote. Boston scientific has assigned an investigation conclusion code failure to follow instructions. Correction to blocks b5 and h6.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a shocking sensation and immediate pain after walking through a security screening system. Subsequently, the patient experienced difficulty maintaining charge of the implantable pulse generator (ipg), with stimulation intermittently turning off and error messages appearing on the remote control. The patient underwent a revision procedure during which the ipg was explanted and replaced. The patient did well postoperatively.

Manufacturer narrative:
Correction to blocks b5 and h6.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a shocking sensation and immediate pain after walking through a security screening system. Subsequently, the patient experienced difficulty maintaining charge of the implantable pulse generator (ipg), with stimulation intermittently turning off and error messages appearing on the remote control. The patient underwent a revision procedure during which the ipg was explanted and replaced. The patient did well postoperatively.

Event description:
It was reported that patient experienced shocking sensation and immediate pain. It was noted that patients implantable pulse generator (ipg) will not hold a charge and getting error message upon connecting to the remote control. The patient underwent an ipg replacement procedure and was doing well post operatively.

Manufacturer narrative:
The returned implantable pulse generator (ipg) was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. The allegation that experienced a shocking sensation and immediate pain was not confirmed. The ipg showed normal device characteristics during both visual and functional examination. However, a labeling review found that the reported event is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation. In addition, the allegation that the patient was experiencing difficulties charging the ipg has been confirmed. The testing of the ipg did not reveal any anomalies. However, a review of the data logs found that the user may not have followed the proper instructions to charge the ipg.

Event description:
It was reported that patient experienced shocking sensation and immediate paint. It was noted that patients implantable pulse generator (ipg) will not hold a charge and getting error message upon connecting to the remote control. The patient underwent an ipg replacement procedure and was doing well post operatively.